Event description:
It was reported that the customer had high blood glucose readings and the basal rate was suspended. Customer stated that no alarm was triggered. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was programmed with a 2.0 units per hour basal rate and monitored for three hours. The insulin pump delivered all basal profiles properly. No basal anomalies were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.